Manufacturer narrative:
The field service engineer performed preventative maintenance. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The customer performed a hardware precision test. The investigation is ongoing. (B)(6).

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for three patients tested on a cobas 8000 c 702 module. The initial creatinine results were reported outside the laboratory. The doctor questioned the results and requested repeat testing. The customer performed repeat testing with the samples. On (B)(6) 2021 and at 12:55, patient 1's initial creatinine result was 1046 umol/l. On (B)(6) 2021 and at 16:53, the patient's repeat creatinine result was 79 umol/l. On (B)(6) 2021 and at 16:11, patient 2's initial creatinine result was 925 umol/l. At 22:40, the patient's repeat creatinine result was 51 umol/l. On (B)(6) 2021 and at 16:23, patient 3's initial creatinine result was 887 umol/l. At 22:40, the patient's repeat creatinine result was 50 umol/l. The customer determined the repeat results were correct. The creatinine reagent lot number was 567168 with an expiration date requested but not provided.